Event description:
Customer reported that the blood glucose readings have been high since using a new insulin pump. The blood glucose reading was 262 mg/dl. He reported that the drive support cap appeared normal and recessed. He found no air bubbles in the tubing. He was advised to disconnect the infusion set and reconnect and was assisted with reinserting the reservoir and rewinding the insulin pump. He was advised to run a manual prime and stated that insulin did exit from the tubing. He found no leaks. He stated that the bolus and basal rate settings were correct. The insulin pump passed the high pressure test. Customer was advised to remove the insulin set from his body and noted that the cannula was bent and that the insertion site was bleeding. He was also advised to check the insulin vial and stated that it was okay. The customer had received no delivery alarms several times. He stated that most of the alarms were due to letting the reservoir run empty. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose readings have been high since using a new insulin pump. The blood glucose reading was 262 mg/dl. He reported that the drive support cap appeared normal and recessed. He found no air bubbles in the tubing. He was advised to disconnect the infusion set and reconnect and was assisted with reinserting the reservoir and rewinding the insulin pump. He was advised to run a manual prime and stated that insulin did exit from the tubing. He found no leaks. He stated that the bolus and basal rate settings were correct. The insulin pump passed the high pressure test. Customer was advised to remove the insulin set from his body and noted that the cannula was bent and that the insertion site was bleeding. He was also advised to check the insulin vial and stated that it was okay. The customer had received no delivery alarms several times. He stated that most of the alarms were due to letting the reservoir run empty. Nothing further was reported.